Event description:
On (B)(6) 2008, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan revealed a distal type I endoleak off of a previously implanted. Contralateral leg component (pxc201400-06150838). The physician indicated the endoleak was a result of continuation of aneurismal disease process into the left common iliac artery. On an unknown date in (B)(6) 2013, the patient underwent coil embolization of the left hypogastric artery. On (B)(6) 2013, the patient was implanted with an additional contralateral leg component to treat the distal type I endoleak. The left hypogastric artery was intentionally covered. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.